Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, delamination and opening on radius. Leak test and microscopic analysis was performed which identified: delamination on the valve (>75% total separation) and creases sharp opening. Based on the device analysis the final assessment is: delamination total of the valve (cohesive failure), and an opening crease sharp on radius due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "valve delaminated from shell." Device has been explanted.